Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of component damage was received from the customer. A photo was provided to aid in the investigation. In the photo it was observed that the tubing had a cut and leakage was occurring. The customer complaint was confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ IV tubing was damaged/defective and leaked during use. The following information was provided by the initial reporter: tubing was damaged which resulted in leakage. "Experienced another quality issue associated with IV tubing."